Event description:
It was reported that a small volume folfusor had an unknown defect. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured on december 10, 2014 - december 11, 2014. The device was received for evaluation. Visual inspection noted that the coil cap was separated from the housing. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.